Manufacturer narrative:
It is unknown which of the following batteries were in use at the time of the event: catalog a00036 (B)(4), catalog a00036 (B)(4), catalog a00036 (B)(4), catalog 1650de (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01824, 3007042319-2015-01825 and 3007042319-2015-01826) submitted for devices related to the same event. Device has not been received.

Event description:
Information was received from (B)(6) that the patient called the ventricular assist device (vad) nurse to report that he has multiple battery switches. During the call he had a high priority alarm without red flashing light or a failure comment on the display. After consulting with the manufacturer's representative the site exchanged the devices. There was no effect on the patient. This is report 2 of 3.

Manufacturer narrative:
Battery (B)(4): based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-01824, 3007042319-2015-01825 and 3007042319-2015-01826) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.